Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away under hospice care on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion a direct correlation between heartmate 3 left ventricular asist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03apr2019. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.